Event description:
A healthcare facility reported to our distributor that the heater wire adapters of an rt127 infant breathing circuit were different in shape which prevented connection with the heater wire connectors. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The infant breathing circuit was visually examined for heater wire connector differences. The inspiratory heater wire had been incorrectly overmolded with the connector for an expiratory heater wire during the overmolding process. A lot check revealed 4 other complaints for this lot number. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. An investigation into the production process revealed that the operator made an error during production for approximately 2 hours. The size of the batch produced was not significant. The incorrect circuit produced cannot be connected to the humidifier. This is equivalent to an open circuit heaterwire and the humidifier would alarm, in addition to the user detecting this on setup. We are currently modifying our production process to reduce or prevent recurrence of this issue. Our monitoring and trending of incorrect heaterwire plugs on breathing circuits has a rate of occurrence worldwide for the last year to july 2008 of 0.0132 %.